Manufacturer narrative:
(B)(4). Eval results and conclusion: endoleak, arterial occlusion. Thrombus build up within the stent graft.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 65 mm diameter abdominal aortic aneurysm approximately two months ago. There was a 33 mm diameter right iliac aneurysm that was coil embolized prior to the stent graft implant. The vessels were mildly calcified and mildly tortuous. The aortic neck measured 26 mm in diameter at the renal arteries, one cm below the renal arteries the aortic neck measured 34 mm in diameter and one cm below that it measured 36 mm. There was mild anterior angulation, mild thrombosis and no calcification of the aortic neck. It was reported that the pt presented for a routine follow-up and the ultrasound demonstrated a proximal type I endoleak. The pt was brought back approximately one month ago and an angiogram was preformed; however, it was not possible to detect the proximal type I endoleak. A second ultrasound was performed and located the proximal type I endoleak. The pt was treated with another manufacturer's stent which was placed into the right renal artery in a "chimney" technique, followed by implant of another manufacturer's aortic cuff stent graft and the endoleak was resolved. The physician commented that there was 5 mm of thrombus build-up within the stent graft. No additional clinical sequelae were reported and the pt is fine.